Manufacturer narrative:
(B)(4). Date sent 12/10/2024. D4 batch #505a32. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that the cr40g reload was received with some staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. No functional test was performed due to the condition of the reload. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition, if the firing sequence is not complete, you could deploy the staples without cutting the washer and forming the staples. Please reference instructions for use for additional information. It should be noted that as part of our quality process al devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 505a32, and no non-conformances were identified. Additional information was requested, and the following was obtained: 1. Please provide more details of device malfunction. 2. Did the device cut ¿ no. 3. If the device cut/fired, was the cut line complete. 4. Did the device staple - no. 5. If the device stapled/fired, was the staple line complete - no. 6. If the device stapled, was the shape of the staples (b-formation, irregular, unformed)? 7. Did the device close - no. 8. Did the device fire - no. 9. Did the device open - yes. 10. Was the device difficult to close on the tissue - yes. 11. Was the device difficult to fire - yes. 12. Was the device difficult to open - no. 13. On which firing did this occur ¿ first. 14. Did the tissue retaining pin lock into the correct position - no. 15. Could you please clarify if there were any patient consequences - no. 16. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event - no.

Event description:
It was reported that during an unknown procedure the device was not working.